Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 99% stenotic in a diagonal branch (d1). After predilation the physician attempted to reach the lesion with a taxus express2 2.75 x 32 mm stent, however, was unable to reach the lesion. After the removal of the taxus stent from the pt's body it was noticed that the proximal edge was flared. The procedure was successfully completed using another of the same product. No complication or injury was reported. Pt status is reported as "satisfactory/good."